Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but could not reproduce the reported door not fully latched message. This condition was caused by a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a door not fully latched alarm. It was also reported that there was no patient involvement.